Manufacturer narrative:
H6 (remove code 1503, 2199, 3221, 67, 4114).during tandem technical support review of t:connect logs on (B)(6) 2020: an incomplete bolus alert was identified. Multiple attempts were made to follow up with the customer regarding incomplete bolus alert; however, no response from the customer was received. No additional patient or event information was available. With the inclusion of the additional information received, customer did not experience an unexpected shutdown but rather, an incomplete bolus alert, which is not a reportable malfunction. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 200-300 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.